Event description:
It was reported that there was a distinct change in spasticity and increased neck and low back pain. X-ray results showed a disruption in the catheter, no connector was seen; pump and catheter extending to central canal. It was reported that the intrathecal catheter was fractured. Results were noted as malfunctioning drug delivery. It was later reported that there was an inability to aspirate fluid; no free flow of cerebrospinal fluid. The drugs in the pump were morphine and bupivacaine

Manufacturer narrative:
Concomitant medical products: catheter model# 8711 lot# n208162008 implanted: (B)(6) 2009 explanted: unknown; catheter model# 8590-1 lot# n086464 implanted: (B)(6) 2007 explanted: unknown.